Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital that the patient was explanted for a planned heart transplant. The hospital suspected pump thrombosis and the patient's history and physical reportedly indicated "a partial thrombosis of the pump pre-op and poor flow pattern."

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.